Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2022 and the suture was used. During surgery, the thread breaks without the doctor exerting excessive force, and the thread fractures. It was exchanged for a new device. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: -could you clarify what you mean by "suture discarded due to possible biohazard"? Was it some presence of biological matter? (Hair, skin, fluids, insects, etc.)? Provide more details. ==>the suture is discarded due to possible biological risk, since it was exposed to fluids (blood); for this reason it was discarded, it corresponds to lot ar9926. The opposite with the suture corresponding to the lot: ar5460, if it is available for study. -could you clarify if only one suture broke or both sutures broke? Please clarify. ==>incident of the 2 sutures is sent, which means that the 2 units suffered the failure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Associated events reported in 2210968-2022-07344.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/20/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows that the blue polyethylene coated is damaged in a section of the suture. Image is not clear to determine failure mode. According to the IFU, care must be taken with any device to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number ar9926/p8663tand no non conformances / manufacturing irregularities were identified.